Manufacturer narrative:
A review of the manufacturing records for the device was not possible since the device lot number was unavailable. The device remained implanted; consequently, a direct product analysis was not possible. Without additional information further investigation is not possible. The gore® excluder® aaa endoprosthesis instructions for use states, potential adverse events that may occur and/or require intervention include: endoleaks.

Event description:
On (B)(6) 2011, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 84mm in diameter, and was implanted with gore®excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2016, the patient underwent treatment for a distal type I endoleak and the gore® excluder® aaa endoprosthesis implanted in the right common iliac was extended with a gore® contralateral leg component to extend coverage down to the iliac bifurcation. The endoleak was reported to have been resolved. The patient tolerated the procedure. There was no deficiency of the device reported, the cause of the endoleak was reported to been a result of the enlargement of the right common iliac artery.